Event description:
Pump with depleted batteries. The event occured during biomed testing. According to the hosp rep there was no pt injury or medical intervention reported. No additional contacts or info was provided.